Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to the procedure, the right atrial (RA) lead was noted to exhibit low pacing impedance and noise oversensing. The RA lead also demonstrated intermittent sensing and variability in sensing, resulting in under-sensing. Consequently, the RA lead was capped and replaced on (b)(6) 2026. The patient remained in stable condition.